Event description:
It was reported there was failure on the atrial and ventricular outputs. It was also reported the front case was broken. The device was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported failure on the atrial and ventricular outputs; device passed all incoming functional tests. Analysis found the upper case, lower case, and one side bail cover are broken. Battery release and battery drawer are contaminated, lead flex cover and battery flex are corroded, two case screws are missing, battery contacts are compressed and contaminated, keyboard is scratched, and battery drawer o-ring is missing. (B)(4).